Manufacturer narrative:
(B)(4). Supplemental MDR device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. The record was opened after evaluation of a literature review performed for the creation of the clinical evaluation report for the pluerx catheter. The literature was evaluated for malfunctions, serious injuries and deaths. No product code or batch information was identified to aide in the investigation. The rmf-0006-is system hazard analysis is rev 18 was reviewed and the associated patient outcome is identified in multiple areas of the rmf document. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Verbatim: catheter site leakage: 2 (catheters replaced) leakage around catheter: 1 (sutures required) catheter repair without replacement: 1 catheter removal infection: 2 not draining: 2 catheter ""out of place""/insufficient ascitic fluid: 1 unspecified reason/ukn: 1 infection: 2 clogged catheter: 4 (tpa administered) dislodged catheter: 4 mild erythema around catheter: 3 (managed by oral antibiotics) leaking around catheter: 3 catheter inadvertently pulled out by patient: 1 clogged: 1 (tpa administered).

Event description:
Verbatim: catheter site leakage: 2 (catheters replaced). Leakage around catheter: 1 (sutures required). Catheter repair without replacement: 1. Catheter removal. Infection: 2. Not draining: 2. Catheter ""out of place""/insufficient ascitic fluid: 1. Unspecified reason/ukn: 1. Infection: 2. Clogged catheter: 4 (tpa administered). Dislodged catheter: 4. Mild erythema around catheter: 3 (managed by oral antibiotics). Leaking around catheter: 3. Catheter inadvertently pulled out by patient: 1. Clogged: 1 (tpa administered).

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a24. Patient problem code: f23, f24, f26.